Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that congenital anomaly/birth defect, occurred in section b2. After review, it was determined that this option was incorrectly selected in section b2. Nothing such has occurred to the patient. The report should have been sent for product problem only in section b1.